Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the damage to the device was confirmed. The cause of the damage was not established however, it is likely excessive force or dropping the device contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasonic gastrovideoscope probe unit rubber was damaged. The issue occurred during an unknown diagnostic procedure, and there was no delay. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the acoustic lens was peeled off. The following additional subject device inspection that are non-reportable are as follows: crease on the ultrasound (us), electrical (el) connector was corroded due to water leak, missing ultrasound echo signal was out of specification due to the broken ultrasonic cable, waterproof failure due to right/left (r/l), and up/down (u/d) knob deformation, and crack of the bending section cover (a-rubber) adhesive. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.